Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer called and reported that they experienced low blood glucose on (B)(6) 2018 with blood glucose of 30 to 53 mg/dl at the time of the incident. The customer was at 67 mg/dl at the time of the call. The customer used juice and food to treat. The customer was wearing the insulin pump during the incident. The customer believes the pump was over delivering as they've been going low for several weeks when they shouldn't be going low. The customer did a set change after the lows. Troubleshooting was completed but did not resolve the issue. The customer had a low of 32 mg/dl on (B)(6) 2018. The insulin pump will be returned for analysis.